Event description:
I had lasik surgery in 2001. Everything went well. I starting losing vision in both eyes in 2002. I was diagnosed with keratoconus but the surgeon didn't see it before surgery. Some doctors call what I have post lasik ectasia. My vision declined to the point that in 2016 I needed cornea transplants and list my job and health insurance. Lasik destroyed my vision and the problems since lasik have cost close to a million (B)(6) in lost wages and medical expenses. I've had transplants in both eyes and many problems.